Event description:
It was reported that this right ventricular (rv) lead was fractured. As a result, high out of range pacing impedance measurements and noise were exhibited in both bipolar and unipolar configurations. Undersensing was exhibited in unipolar configuration. In addition, there was no capture at maximum outputs in either configuration. This rv lead remains in service at this time no adverse patient effects were reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".